Manufacturer narrative:
Report is for four (4) unknown cortical screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction internal fixation (orif) of the left humerus, secondary due to a fall from the forth story of a building on (B)(6) 2015. On (B)(6) 2015, the patient underwent hardware revision due to a non-union. The patient had a 4.5 mm locking compression plate (lcp) plate, two (2) locking screws and four (4) cortical screws removed. Patient was revised to a 10-hole broad plate, screws, and had an iliac crest bone graft. There was no surgical delay or patient harm reported. The procedure was completed successfully and patient was in stable condition. No additional information was available. This report is for four (4) unknown cortical screws. This is report 3 of 3 for (B)(4).